Event description:
The affiliate reported the customer alleged erratic thyroid-stimulating hormone (tsh) results and troponin I (accutni) result that was near the acute myocardial infarction (ami) cutoff, for one pt, involving access 2 immunoassay system. The results were discordant to an alternate access 2 immunoassay system which produced lower tsh and troponin I results. The initial tsh and troponin I results were not released out of the lab. There was no report of pt injury to change in pt treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer ( fse) performed a preventive maintenance (pm) on (B)(4) 2008 and discovered a pinched wire leading to the ultrasonics mother board but did not suspect this was a contributing factor to the event. The fse verified hardware performance per established protocol. All system results passed within the MFR's performance specifications. The reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.